Event description:
The customer notified maquet that they found the spring arm weld had failed, causing the detachment of the light head. The light head was held in place by the spring arm cable. No injuries were reported. Factory ref #: (B)(4).

Manufacturer narrative:
A maquet field service technician (fst) visited the facility and evaluated the device. He confirmed that the weld between the spring arm and the cupola had failed. The maquet fst ordered a new spring arm to replace the defective part. This malfunction was previously addressed in the (B)(6) through the device correction.